Manufacturer narrative:
Additional information: please reference MDR 2029214-2016-01059 for the solitaire device referenced in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis, as it remains in the patient. Additional information has been requested, including patient information, but not yet received. As a result, no conclusions can be drawn as to the cause of the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after using a capture lp device to remove clot that migrated after use with the solitaire, it unintentionally detached. The patient was receiving mechanical thrombectomy treatment in the l mca with a solitaire stent retriever. During re-capture clot migrated into the l aca. As a result, the physician performed a thrombectomy in the l aca using the 4x23 capture device which was delivered through the microcatheter without friction or resistance. Upon retrieval, the capture stent retriever detached from the delivery wire and implanted in the l aca. The microcatheter tip did not cover the stent proximal marker during retrieval. Clinically, the detachment of the capture proved beneficial as there was preexisting stenosis in the vessel. The physician effectively angioplastied the aca open, thus maintaining patency and distal perfusion of the l aca. Ultimately, the patient did well despite the unintended detachment of the stent. Post procedure tici was 2b. The patient had stenosis proximal to the thrombus site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction filed on 02- mar-2018 was inadvertently submitted with the aware of 01-mar-2017. However this was a correction to the patient code and correction/aware should be 01-mar-2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.